Event description:
This patient was admitted here recently for stress cardiomyopathy resembling a heart attack initially but was cleared of such by a cardiac catheterization. Patient has existing atrial fibrillation and is on a few medications at home to assist with rate control and coagulation. Earlier this evening this patient went into rapid afib rvr [atrial fibrillation with rapid ventricular response] confirmed by ECG requiring a bolus of amiodarone medication. For hours after this, patient ectopy on the cardiac telemetry was very concerning which required additional dosing of electrolytes as a precaution. As the night continued, patient ectopy became more frequent requiring frequent checks as well as for constant tachycardia. I was concerned many times for artifact from poor electrode placement, shivering, tremors, or other changes to rule out cardiac concerns but could not find any. Trusting in the equipment, this was the routine for the evening. Around 3:30 am, the patient's telemetry alarms rang out for concerning rhythms that could be deemed lethal if true. I immediately assessed her for a pulse and breathing which both were present. I checked patient lead placement and they were appropriate. I notified a provider and grabbed an ECG machine to capture this for identification. Upon putting on the ECG electrodes, the rhythm was completely different, a normal sinus rhythm in the 90's. Not understanding how this was, I performed a process of elimination. I exchanged electrodes for new ones, I changed monitoring leads, I reset the monitoring, I re-enabled an artifact filter and even changed out the telemetry leads themselves with zero change all while keeping the patient connected to the ECG machine as it was the only reassuring thing. When I exchanged the cord connecting the telemetry leads to the monitor, the rhythm completely changed and matched the rhythm on the ECG machine showing a normal sinus rhythm. I removed the cord from the room and placed a ticket for clinical engineering. I am writing this safety net out of concern that if worse came to worst and this cord was used to make in the moment, life or death clinical decisions based on telemetry such as actual potential lethal rhythms requiring immediate intervention, or less lethal interventions such as additional medications that may not be necessary, it absolutely could have resulted in patient harm.